Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was performed. The case was completed with cryo. Following the case, the patient complained of dyspnea. The following day the dyspnea recovered. Further information was received indicating that the patient had not yet recovered from the pnp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve palsy). If information is provided in the future, a supplemental report will be issued.